Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A sensor failure can occur due to one or more of the following probable causes: causes of a sensor failure: a sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue. The issue was managed by exchanging the pump and balloon catheter, after which the fiber optic sensor alarm resolved and the patient showed temporary stabilization. However, the patient experienced recurrent deterioration with a second code blue event and ultimately expired due to severe underlying cardiac conditions. Based on available information, the alarm was not indicative of a pump malfunction but was more consistent with catheter- or patient-related factors. Biomed evaluation and further technical support were recommended as precautionary measures.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program that a patient died on cardiosave intra-aortic balloon pump (iabp). The device had unable to calibrate fiber-optic sensor alarm followed by an acute drop in augmentation. The customer was unsure if the augmentation drop correlated with blood pressure. They exchanged the pump to resolve alarm and flushed catheter but was sluggish. Called clinical support line at 1:54 am est but esp team member could not make contact with (B)(6) (the bedside nurse.) Between the call back time, patient became unresponsive and code blue called. Patient was given acls for an unknown period of time and obtained rosc. Customer exchanged balloon catheter, keeping pump 2 in use. The original catheter was accidentally disposed of. Momentary stabilization of patient after acls and unable to calibrate fiber-optic sensor alarm resolved. However, augmentation dropped again, patient became unresponsive and code blue was called for a second time. Family decided to not escalate care and patient passed away at 3:44 am est. The patient had been admitted to the unit after stenting, diagnostics, and balloon pump placement in the ccl. The patient had severe aortic stenosis, mitral regurg, tricuspid regurg and counterpulsation therapy was started as a bridge to tavr during the workup process. Customer was unsure of the patient¿s ef or ci but agreed the patient had multiple cardiac diagnoses contributing to poor function.